Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the button on the small battery drive device was sticking. There were no delays to the planned surgical procedure. It was unknown if a spare device was available for use. The procedure was completed successfully using the same device. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The unit was tested and the reported condition was confirmed. The assignable root cause was determined to be due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.